Event description:
It was reported, that a malfunction alarm occurred, after pump fell and hit the ground. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported, that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue and resumed insulin delivery. Customer's blood glucose level was 157 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.